Event description:
During hysteroscopy with d&c, lysis of adhesions, diagnostic laparoscopy with davinci laser, bilateral ovarian drilling, and decompression of left ovarian cyst procedure: approx 3 mm long tip of clear glass laser fiber broke off while in use in pt. Piece seen in abdomen and attempted to be removed from abdomen with grasper, but was lost when being pulled out of trocar. Unable to confirm where piece fell, was not seen falling back into pt's abdomen. Surgeon and operating room staff searched for piece throughout abdominal cavity, trocar, drapes, floor, areas in proximity to pt, and suction containers. Unable to locate piece of laser tip. X-ray called to room, x-ray of remaining laser fiber taken and is not visible on film, therefore pt was not exposed to add'l radiation.